Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) was isolated to the electrode belt trunk cable blue wire reading high resistance in the canl wire. The root cause for damaged wire was physical abuse. There was no adverse event that resulted from the damaged belt.